Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pieces missing around reservoir area. The customer¿s blood glucose level was unknown. Customer stated that reservoir goes in has damage and pump is missing piece . The customer was assisted with troubleshooting. Customer stated they dropped pump and pieces missing around reservoir area. Customer stated that reservoir is unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.